Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds measurements. The lead is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured xx mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured approx.460 mm from the tip end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds measurements. The lead is not expected to return for analysis. No additional adverse patient effects were reported.